Event description:
This is a report of a patient who experienced peritonitis coincident with therapy for peritoneal dialysis. Action taken with therapy was not reported. Treatment information was not reported and it was unknown if the patient recovered from the peritonitis. No additional information is available at this time.

Manufacturer narrative:
(B)(4). Upon follow up it was reported that the peritonitis manifested as cloudy effluent. The patient did not require hospitalization. The patient was treated with cefazolin and ceftazidime (1 gram per day) intraperitoneally for 3 weeks and recovered from the peritonitis. Therapy was ongoing. On an unreported date, the patient was retrained on aseptic technique. Should additional relevant information become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a follow-up report will be submitted.